Manufacturer narrative:
Review of instrument images: anti-d well has a moderate degree of adherence with a loosely formed red cell button with a tear. Well appears positive at 2+, monolayer image shows monolayer formed as expected. No other discrepancies found on this plate. Donor previously tested on the galileo in april with an rh discrepancy as well, o negative donor reporting as o positive. Performed aborh and a weak_d assay on one known weak d positive in-house donors on the galileo using retention anti-d series 4, lot 504742. Retention product performed as expected. Performed rh typing and weak_d assay on customer's submitted sample by hemagglutination tube testing using retention anti-d4 lot 504752. The customer's sample exhibited negative reactivity.

Event description:
Customer reported an rh discrepancy on the galileo. Weak d testing performed on a donor sample reported as o positive. The donor is o negative.